Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt was setting up the cycler for treatment and noticed that there was solution on the bottom of the cycler cart. The origin of the leak could not be identified. The pt stated the solution bags were tightly connected and the cassette did not appear to be leaking. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Pt effluent has remained clear. Sample was discarded by the pt; sample is not available.